Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As well as a code 1007, which states capacitor charge time has exceeded the limit. Technical services (ts) was consulted and discussed that the device had exceeded the end of life (eol) and that the battery capacity depleted (bcd) date was unknown. Additionally recommended the use of a sterile magnet on the ICD for device programming or the use of burst of ventricular pacing options. Further information was received this ICD has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.